Event description:
Oral b toothbrush has replaceable heads that grow mold. I saw mold growing out of one of the holes on the rotating heads along the stem. I've had sinus infections for the last year.